Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/28/04, the patient contacted lifescan alleging that her one touch ii meter was displaying the battery message. The medical affairs specialist (mas) spoke with a male family member of the patient on 10/29/04. The mas also left a message with the family member for the patient to call the mas. The patient stated that she was not diabetic, but had been testing her blood glucose due to having celluitis. Her family member stated that the patient tested on his meter when she was unable to obtain a result on the reported meter. She obtained a result of 83 mg/dl on his meter. He did not know of any result obtained in the ER. He was not aware of any treatment received by the patient for her blood glucose level at the time of concern. The customer service representative confirmed that the patient had replaced the battery with a new battery. The meter continued to display the battery message when powered on. The patient did not allege harm. There is no information to indicate that the patient experienced injury or medical intervention due to the meter. Based on the troubleshooting conducted by the csr, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.